Event description:
It was reported that pump displayed malfunction alarm malf 24, during which customer¿s blood glucose reading showed ¿high¿ and specific value was unknown. Customer treated high blood glucose with correction injection using multiple daily injections and used this method as backup therapy, did not require assistance from a third party, and was instructed by technical support to place pump in storage mode and return it within 10 days; technical support confirmed warranty coverage, arranged shipment of replacement pump.